Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error. The customer stated insulin pump had cracks and battery error, insulin pump did not respond to new battery which was brand new out of the package. The customer stated insulin pump had no delivery alarms and received error code in the past. The customer stated insulin pump rewind took longer sometimes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.